Event description:
Outbound. Per wife, pt in hospital (B)(6) 2022 through (B)(6) 2022 due to remodulin catheter being red, swollen and possibly infected, also reported defective cassette causing alarms after one day use, causing alarms on other pumps too. Troubleshooting with rn had already been done. No further details provided.